Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 45 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. Essure was removed on (B)(6) 2022. An unknown time later she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (essure removal with partial hysterectomy). The reporter considered medical device removal to be related to essure administration. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a 45-year-old female patient who had essure inserted for female sterilization. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (essure removal with partial hysterectomy). Essure was removed on (B)(6) 2022. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 29-nov-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 45 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of multiparous, endometriosis and morbid obesity. Previously administered products included: iud nos. On (B)(6) 2015, the patient had essure inserted. Essure was removed on (B)(6) 2022. An unknown time later she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (essure removal with partial hysterectomy). The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 47 kg/sqm. [Pathology test] on (B)(6) 2022: diagnosis: soft tissue, rectal implant, biopsy: benign soft tissue with endometriosis; negative for atypia and malignancy. Soft tissue, rectal implant 2, biopsy: benign soft tissue with endometriosis; negative for atypia and malignancy uterus and fallopian tubes, supracervical hysterectomy and bilateral salpingectomy: cauterized margin with lower uterine segment with no significant pathologic changes. Weakly proliferative pattern endometrium; negative for hyperplasia, atypia and carcinoma. Leiomyomata with extensive ischemic changes and myometrium with changes suggestive of prior uterine artery embolization. Two benign fallopian tubes with para tubal cysts and changes suggestive of prior uterine artery embolization. Appendix, appendectomy: benign appendix fecalith and endometriosis: negative for atypia and malignancy. Ovary, right, cystectomy: portion of benign ovary with endometriosis/endometriotic cyst; negative for atypia and malignancy. Procedure/site: soft tissue. Rectal implant biopsy. Soft tissue. Rectal implant 2 biopsy. Uterus and fallopian tubes supracervical hysterectomy and bilateral salpingectomy. Appendix appendectomy. Ovary, right cystectomy. Gross description: the uterus weighs 178 grams and measures 12.5 x 10.5 x 7 .5 cm. The serosa is tan-brown and wrinkled with obvious surgical defects. The lower uterine region is cauterized and the cervix is surgically absent. Although the endometrial cavity is disrupted and distorted, some aspects of the tissue show tan-brown endometrium measuring up to 0.1 cm.. The fallopian tubes are arbitrarily designated as a and b. Tube a measures 7.5 cm in length x 0.4-1 .3 cm in diameter. The serosa is purple-brown. Wrinkled with attached fibrous bands and a few thinwalled fluid-filled cysts measuring up to 1.2 cm in greatest dimension. The largest cyst is pedunculated. Cut surfaces at the isthmus reveal a roughly 3.5 x 0.2 cm tightly coiled metallic wire which extends into and is deeply embedded at the fundus. The remaining cut surfaces show an unremarkable patent lumen. Tube b measures 8 cm in length x 0.7-1.3 cm in diameter. The serosa is purple-brown. Wrinkled with attached fibrous bands and a thin-walled fluid-filled cyst measuring 0.7 cm in greatest dimension. Cut surfaces at the isthmus reveal a roughly 3.5 x 0.2 cm tightly coiled metallic wire which extends into and is deeply embedded at the fundus. The remaining cut surfaces show an unremarkable patent lumen. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 13-jun-2023: medical record received. Pathology report received. Reporter added. Medical history & patient details updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.